Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event was no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose. No low blood glucose reading was reported. It was stated that the customer gave several boluses prior to the hospitalization but the customer did not remember programming them. It was stated that the customer lost consciousness. The basal rates were programmed correctly and the insulin pump passed the self test. No alarms were found in the alarm history.